Manufacturer narrative:
The technician replaced the brake caster, brake caster support and the main bearing to resolve the issue.

Event description:
Technician alleged that the brakes are not holding. No pt impact.